Manufacturer narrative:
Continuation of d10: product ID 39565-65 serial# (B)(6) implanted: (B)(6) 2016 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient had a surgical paddle/vanta. The impedances were within normal limits and when turned on (B)(6) 2024 at lead pull, they had comfortable stim to their lower back and legs. The patient's communicator and programmer were in the patient's storage unit, so at their lead pull for the cervical trial it was decided to leave their lower system off as the patient did not have their external devices. The battery life of the vanta implant was noted to be less than 6 months and the doctor and office staff were made aware. The doctor decided to focus on the cervical implant before replacing the thoracic implant. The reason for the surgery was to implant the cervical system for neck and arm pain. The surgical paddle was not going to be replaced because the patient had coverage and imp who. The rep did not see the patient at the hospital. The patient was seen in the ER and the system was off when the ER hospitalist saw the patient. The ER hospitalist did not ask or need anything further from the manufacturer. Per the rep, the patient had an extensive mental health history and was being treated for hallucinations. The rep checked impedances, all were okay, and the patient had good coverage to painful areas. The patient called and received a replacement communicator and went through a third-party service for replacement of the programmer, which should arrive that week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and stated when they were sent the kit they didn't include the power supply. The patient stated they had the controller and the belt but they didn't have the ac power supply. The patient stated their machine was off and it sucked. The agent sent request to repair for the intellis ac power supply. On 2024-10-15 the patient called back to verify that they had received the right ac power cord. They stated that initially they could not get it to plug in to t heir controller but on the call they were able to connect the ac power cord to their controller and verified they were seeing a green flashing light. On 2024-10-25 they called back again stating initially that they were sent the wrong part. They then stated that one of the cords would not plug into their controller. They could not locate their equipment on the call so stated they would have to call back - patient services suggested the patient have all of t heir equipment for troubleshooting when they called back.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-65 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, manufacturer representative, and insurance agent regarding a patient implanted with an implantable neurostimulator (ins). The indications for use were fbss leg/back and spinal pain. It was reported that the patient lost their communicator and needed a replacement so they can turn on the implant for surgery on wednesday ((B)(6) 2024). The patient reported that that one of their leads broke and the implant kept zapping their leg as if they're being tased over and over. The patient stated it was very frustrating and painful and they wished someone told her that that might happen. The manufacturer's patient services specialist (pss) asked and the patient stated that the surgery on wednesday was to change the implant and put a bigger one because they will be extending the lead to their upper spine. The patient did not answer event questions and said that their manufacturer representative (rep) knew everything as they were the one who helped them at the hospital. Additional information was received from the patient. It was reported that the patient mentioned they went to surgery yesterday and didn't have the right part with them. The patient mentioned they received the communicator and they needed the phone. The patient mentioned they thought the other part they received was the phone. Pss confirmed that the patient was referring to their handset that was lost when the moved in july. The patient mentioned they have 2 implants and the second implant put in their neck. The patient noted they had to turn off the one for their lower back to do the surgery and now they can't turn it back on. The manufacturer's patient services specialist (pss) reviewed the replacement process for a lost handset, provided the sunmed number, and transferred the patient to sunmed. Additional information was received from an insurance representative and the patient. It was reported that the insurance representative was calling in regarding authorization for equipment for their spine. The patient then got on the line and said they have 2 implants and they need the handset for their vanta implant. The patient was talking very fast and was talking over both agents on the line. The patient stated they somehow lost the handset and they never even used the implant. The patient stated "it malfunctioned" and they had to have someone come in and turn it off because it was electrocuting them. The patient stated their healthcare provider (hcp) had already sent the paperwork over for the handset and is waiting for the manufacturer to approve. The patient made a comment that the implant did not last 10 years so it had to be replaced (pss was unable to confirm which implant the patient was talking about). Pss provided the sunmed number and the insurance representative said they will call the patient's hcp - the call was then disconnected. Pss made outbound call to sunmed; the sunmed agent explained that there is an authorization pending with the patient's insurance.